Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized twice due to low blood glucose. Caller stated that the customer's blood glucose reading at the time of hospitalizations were 18 mg/dl. Caller stated that the customer is brittle diabetes and has hearing issues. Nothing further was reported.